Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose blood glucose. The customer¿s blood glucose level was 350 mg/dl. Customer did experienced symptoms such as nausea. The customer was treated with manual injections. The customer declined troubleshoot call emergency medical service. The insulin pump will be returned for analysis.